Manufacturer narrative:
Product complaint # (B)(4). The device was received, the investigation is in progress, no conclusion could be drawn at the time of filing this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2021, during pre-op for a procedure, the extensions had been cracked. The tip of the poly driver shaft was broken and unable to engage into the screw. Also, the threaded post of the x25 driver is not staying and continues to slide off. There were no patient consequences. The procedure outcome is unknown. Concomitant device reported. Unknown screws (part# unknown, lot# unknown, qty unknown). This complaint involves five (5) devices. This report is for (1) viper2 screw extension, closed. This report is 3 of 5 for (B)(4).

Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H3, h6: investigation summary: investigation flow: device interaction /functional. Visual inspection: the viper2 screw extension, closed (part #: 286725200, lot #: 0208mi) was received at us cq. Visual inspection of the complaint device showed only surface scratches. No other defect was observed. Functional test: a functional assessment was performed by pushing the inner sleeve inside the outer sleeve. It was able to slide in and returned to its original position once the pressure was released. The spring inside the device worked as intended. No issue could be observed but full assessment could not be completed as the reminder mating devices/components were not returned. The complaint is unable to perform with the returned device. Dimensional inspection: no dimensional inspection was performed due to requiring destruction of the device, and device assembly and geometry limits ability to accurately dimensionally inspect. Document/specification review: no design issues or discrepancies were identified. Complaint was not confirmed. Investigation conclusion: the reported complaint condition could not be confirmed during the investigation; however surface scratches were observed. The surface scratches did not impact the functionality of the device. No root cause could definitively be determined for the reported complaint condition. No new, unique or different patient harms were identified as a result of this evaluation. There was no indication that a design or manufacturing issue contributed to the complaint. No design issues were observed during the document/specification review. Based on the investigation findings, it has been determined that no corrective and/or preventive action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device history lot: part # 286725200, lot # 0208mi, supplier: (B)(4). Batch # 1 qty (B)(4) release to warehouse date: 26 mar 2008. Batch # 2 qty (B)(4) release to warehouse date: 26 mar 2008. Batch # 3 qty (B)(4) release to warehouse date: 26 mar 2008. Batch # 4 qty (B)(4) release to warehouse date: 26 mar 2008. Batch # 5 qty (B)(4) release to warehouse date: 01 apr 2008. Batch # 6 qty (B)(4) release to warehouse date: 17 apr 2008. Batch # 7 qty (B)(4) release to warehouse date: 01 may 2008. Batch # 7 qty (B)(4) release to warehouse date: 01 may 2008. Batch # 7 qty (B)(4) release to warehouse date: 01 may 2008. No nc's were generated during production. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.